Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual analysis: 3/16/2017 - received one used 011-h1836, 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, rotating luer lock, lot# unknown. No mating devices were returned. Functional testing: microscopic examination revealed tearing on the silicone seal top surface of one of the two microclave connectors assembled into the 011-h1836 extension set. The tearing extended to the edge of the silicone seal compromising the dynamic seal between the mating device and the microclave connector. Analysis summary: the complaint of 011-h1836 extension set leakage was confirmed. The leakage was due to damage sustained to the microclave during use. This type of microclave damage is typical of access with an incompatible mating device. No mating devices were returned to evaluate with the 011-h1836 extension set. The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding and unspecified quantity of 011-h1836, 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, rotating luer lock, lot# unknown. Report states: during infusion of noradrenalin though a vygon manometer, line leakage of the drug was noticed from the microclave. The leakage was noted at the junction between the blue housing and the clear connection of the microclave. This is the same for each item being reported and was rectified each time by replacing the microclave, line and syringe. The patient had a delay in delivery of the drug but no adverse clinical change in the patient as a result of the delay.

Manufacturer narrative:
Not returned.

Event description:
Complaint received regarding and unspecified quantity of 011-h1836, 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, rotating luer lock, lot # unknown. Report states: during infusion of noradrenalin through a vygon manometer, line leakage of the drug was noticed from the microclave. The leakage was noted at the junction between the blue housing and the clear connection of the microclave. This is the same for each item being reported and was rectified each time by replacing the microclave, line and syringe. The patient had a delay in delivery of the drug but no adverse clinical change in the patient as a result of the delay.